Manufacturer narrative:
H3 other text : device was evaluated by a third party field service engineer.

Event description:
The manufacturer received information alleging ventilator service required alarms occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's system board and sensor board were replaced to address the issues.